Event description:
A surgeon reports a patient with residual cylinder in the right eye following custom refractive surgery. At 5 months post-op, the patient exhibited a .75 diopter of residual astigmatism in the right eye and a 2-line decrease in bcva. The surgeon stated he does not feel this patient has been harmed by this event.

Manufacturer narrative:
The investigation, including root cause determination is in progress.